Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-77539. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has been receiving no delivery alarms for the past couple of months. The customer mentioned he had to go to the hospital while on vacation because the insulin pump was not delivering insulin. Customer stated that when he was hospitalized, the nurse called in to report the issue but the no delivery alarms are recurring. Blood glucose value is unknown. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; he was able to prime but there was some resistance with the plunger push. Customer was advised that the insulin pump is working as designed and the alarm was caused by set/reservoir occlusion.